Manufacturer narrative:
The following was returned from the customer for complaint investigation: one used list #886-42584-05, transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip; lot #13724251. The reported complaint of leakage was confirmed. During visual inspection, the tubing of the returned device was observed to have a tear/hole. When the returned set was primed and pressure leak tested, a leak was observed form the tear/hole. It is unknown how and when the tear/cut had happened. The probable cause of the tear/hole is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 28oct2024. Corrected information can be found in d3.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a transpac IV monitoring kit where leakage was reported. There was patient involvement but no patient harm.